Event description:
It was reported that "the rn stated that they inserted the catheter in the patient after zero was performed. They could not get an ap waveform from the fos. They went to operator mode and manually put the ap source as fo and again no waveform. The rn stated that at this time the pump was in a 1:1 ratio, but pumping 1:2. The rn then stated that they went back to autopilot and the pump 1:1. The rn stated that the light bulb was black, no red x through it. They removed and reconnected the fos connector, no change" the rn stated that "they checked the error codes and no code present. The clinical support specialist asked the rn to change the console and send the pump to biomed since he stated that it had changed ratio and to see if they could get an fos signal on a different pump. The pump was exchanged and the same errors occurred. The md removed the iab and replaced it with a 30cc iab successfully. There were no reported patient complications."

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.